Manufacturer narrative:
Physio-control evaluated the downloaded data and verified the reported issue. Physio-control determined root cause was worn battery pins.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer advised that medical personnel were monitoring the patient's ECG rhythm and attempting to print a 12-lead ECG when the reported issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer advised that medical personnel were monitoring the patient's ECG rhythm and attempting to print a 12-lead ECG when the reported issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.